Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system on (B)(6) 2009. It was reported the patient was experiencing pain due to the location of the ipg pocket site; it was located at her belt line. The patient's physician decided to replace the ipg during the procedure. Follow up determined the patient was receiving effective stimulation, and the pain issue had resolved.